Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closing of the vaginal mucosa, the device needle was broken. In order to complete the case, another suture was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. The visual inspection of the opened sample noted no sutures and one needle. One needle was received broken near the middle. Upon microscopic inspection, no instrument marks were observed near the break site. A bend moment test was performed on the undamaged needles and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.